Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the second firing for lobectomy, the surgeon fired handle and reload with no problem. When the surgeon pulled the black return knob ,it was very stiff . The surgeon said the tissue was no thick specially. For the third firing , the surgeon fired the same handle and reload with no problem. The same event occurred when the surgeon pulled the black return knob. From the 4th firing ,the surgeon used a new handle and the procedure was completed with no problem. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.